Manufacturer narrative:
E1 - event site name - (B)(6) hospital. Upon completion of the investigation into this event, a follow up report will be submitted.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a worn-out safety disk and 5000 hr maintenance kit. There was no patient injury or harm reported.